Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too small' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the information provided by the technician, the device failed internal leakage test with message 'system volume too small' during pre-use check and the both nozzle units were found defective. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Unfortunately device's logs and defective parts were not available for further analysis. Information about date of last pm kit/nozzle units replacement is unknown, hence the root cause of the malfunction of the nozzle unit could not be determined.